Manufacturer narrative:
(B)(4). The device received for evaluation was an unused companion sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no flow of acetaminophen (non-baxter product) was observed in a clearlink secondary medication set during infusion. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection was performed with no abnormalities noted. A simulated infusion was set up the sample was found to have flowed normally during priming and actual use through all three y sites. The evaluation could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.